Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced repeated restart alert 38 events indicating an insulin motor stall, followed by erroneous empty-cartridge and unable-to-process messages, which persisted despite multiple restarts and charging, and prompted device replacement. Symptoms included hyperglycemia with blood glucose reportedly rising to 432 mg/dl, body aches, and decreased appetite, without loss of consciousness or diabetic ketoacidosis. Outcomes included use of back-up rapid-acting insulin boluses totaling 56 units and continued cgm monitoring, with no hospitalization or professional medical intervention. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.